Manufacturer narrative:
Continuation of d10: product ID 8596sc; lot/serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6)2026; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (0.166 mg/hr), bupivicaine (0.111 mg/hr), and clonidine (5.55 mcg/hr) via an implantable pump for spinal pain indications. It was reported that they were unable to give a bolus due to the pump possibly flipping. No factors may have led or contributed to this issue. There was no troubleshooting performed. Actions taken to resolve the issue included that the pump was replaced. The issue was resolved at the time of the report. The healthcare provider (hcp) had no additional information. Additional information was received from the manufacturing representative (rep). The rep reported that the pump flipped upon surgical intervention. When asked about the report of being unable to bolus, the rep reported that there was no error message that the patient made them aware of, and they were unsure of the cause of being unable to bolus.